Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Treatment with topical antibiotics (specific date and duration not reported) and hydrogen peroxide was unsuccessful. Subsequently, the patient underwent skin revision surgery to remove the excess skin on (B)(6) 2022.

Event description:
Per the clinic, the patient underwent multiple revision surgeries (specific dates not reported). This report is submitted on december 22, 2023.